Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2020. Therapy was restored following the procedure.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg was inoperable. Reportedly, the patient underwent gallbladder surgery 2 days beforehand and surgery mode was not enabled. Communication was unable to be established. As a result, surgical intervention is expected to address the issue.